Event description:
The customer reported that there was no image on the monitor.

Manufacturer narrative:
(B) (4). The ge service rep found a loose pin on the lemo receptacle for the interconnect cable. The lemo receptacle was hard to insert. Also, the system had various x-ray keyswitch errors, comm errors, and tth-can bus errors. He ordered a new interconnect cable, receptacle, and a new monoblock controller board. He installed the new cables. Tried to install new software, but the disks were corrupt. Old software would not be read by the system either. He ordered new software. New software also would not load. Acquired software off of another system. Loaded software. Loaded parameters. The system is working as intended.